Manufacturer narrative:
Physio-control further examined the removed interface pcb assembly and determined that the cause of the reported issue was process residue on pcb-mounted jack connector, designator j31.  After j31 was cleaned, no further issues were observed.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio observed that the device would intermittently not power on; however, after additional testing the device eventually did power on.  Physio then observed that the device would both power on and off by itself.  Physio replaced the interface pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that initially their device would power on by itself; however, as of recently the device will not power on when prompted. There was no patient use associated with the reported event.